Manufacturer narrative:
Returned device was received in damaged physical condition. The pole clamp was broken, the tank cover was cracked, and the line cord was faded. Additionally, the pcb and power switch are outdated. During the evaluation of the device, the over temperature alarm sounded immediately. The device is out of calibration. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump alarmed for "over temp". There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.